Manufacturer narrative:
(B)(6).

Event description:
It was reported that during routine checkup performed by user the cs100 intra- aortic balloon pump (iabp) had a defective power supply. There was no patient involvement, and no adverse event was reported.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a defective power supply. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
The event site name is shortened due to field character limit. The full name is (B)(6).a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the power supply with new one. The fse checked the functionality and it was okay . The iabp handed over the machine in working condition. The unit was cleared for clinical use after all the tests performed. All functional and safety checks to meet factory specifications. A supplemental report will be submitted upon completion of our investigation.